Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that a new battery cap became stuck on the pump. The cap allegedly spun continuously on the pump without detaching. The pump also reportedly lost power. No damage to the pump casing was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: during investigation several cs 054-0000 alarms verified in black box and history. Cs 054-0000 are consistent with the screen to be blank for several minutes. Unable to reproduce any power issues during investigation.